Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus tif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and verified to be within the appropriate manufacturing specs. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. Five unused product from the lot number provided in the report were also returned for eval. The devices were received in a sealed pouch. Each device was manipulated to open and close the clip. An increase in resistance was observed in the movement of the drive wire once the tip was pulled halfway into the housing prior to deployment. Each device was advanced into olympus gif-q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Each clip successfully deploy on simulated tissue and the product functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance after the clip is closed on the tissue (I. E., difficulty with clip release) can lead to add'l resistance at the handler which can cause the drive wire to detach from the handle spool. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action: qa will continue to monitor for complaint trends.

Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. When the clip was deployed [closed onto the tissue site], the drive wire disconnected from the handle. This enabled the clip to open. The clip and clip deployment device were removed from the pt without harm. This occurred three (3) times during the same procedure. See mdrs 1037905-2013-00236, 1037905-2013-00237 and 1037905-2013-00238. A device made by another company was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.